Event description:
It was reported that the customer was hospitalized due to high blood glucose of 467 mg/dl. It was stated that the customer was suggested by the bolus wizard to take 7.4 units of insulin as correction, but she delivered 25.0 units accidentally. It was stated that the customer had a surgery a week before the event. It was stated that the customer was in a coma for two weeks, but she was awake at time of call. It was stated that the doctor recommended to place back on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.